Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina, bradycardia, and thrombosis are known adverse events listed in the mini vision instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via maude event report #(B)(4) that the patient had an elective cardiac catherization/pci, which revealed a long 95% stenosis in the mid left anterior descending artery (lad). Pre-dilatation was performed with a 2.5 x 20 mm non-abbott balloon. Then a 2.5 x 28 mm mini vision was deployed. The mid portion of the stent was post-dilated with a 2.5 x 20 mm non-abbott balloon. Final films revealed 0% residual stenosis and timi iii flow. Anticoagulant medications were given post procedure. Approximately 1.5 hours later, the patient complained of chest pain, and was diaphoretic and bradycardic. The patient's electrocardiogram (EKG) was observed to have st elevations. The patient complained of increasing chest pain and was returned to the cath lab. The lad was noted to be totally occluded [acute thrombosis]. A 2.5 x 20 mm non-abbott balloon was used to dilate the occluded vessels, as well as the previously placed mini vision. A 2.5 x 28 mm mini vision was placed proximal to the original mini vision stent and a 2.25 x 18 mm mini vision was placed distal to the original mini vision stent. A 2.75 x 30 mm non-abbott balloon was used to post-dilate the entire stented length. Final films noted 0% residual stenosis and timi iii flow. An integrilin drip was administered in addition to previous medications. It was reported that the patient was discharged to home. No additional information was provided.